Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 131f7 catheter with a monoject limited volume syringe. The thermistor was submerged in a 37.0°c water bath and read 22.0°c on the vigilance ii monitor. The thermistor temperature reading was not within specified accuracy, per the vigilance manual. The thermistor circuit was continuous with no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. The resistance value of the resistor in the thermistor connector was measured at 9828 ohms, which was in specification. The resistance value of the thermistor at 37°c was measured at 24867 ohms, which was out of specification. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the balloon and the returned syringe. The balloon inflated clear and concentric, and remained inflated for 5 timed minutes without leakage. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report "thermodilution could not be done" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. An unstable or absent baseline temperature tracing can be an indication to the user to begin the troubleshooting process before a cardiac output measurement is attempted. The patient¿s body temperature can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in a right heart study, the swan-ganz thermodilution catheter did not work. The cables were exchanged but the issue persisted. Thermodilution worked once the catheter was replaced. There was no patient injury. Patient demographics were requested and not provided.